Event description:
The customer reported that during a cataract procedure, a string-like substance was observed coming out of the I/a handpiece. Corneal edema was observed at the one day postoperative visit. The patient had 2+ microcystic edema and 3+ stromal edema. The customer reported that the peripheral cornea was ok, but the central cornea was "a mess". In 2007, the customer reported that the patient was doing well.

Manufacturer narrative:
No handpieces or samples were returned for evaluation. The customer has continued to use the handpieces, after the corneal edema event was observed. Information regarding the proper cleaning and sterilization of the handpieces has been sent to the customer.